Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint was confirmed based on the radiographs provided. X-ray reviewer stated severe osteolysis of the distal humerus with loosening of the humeral component of the elbow arthroplasty. DHR was reviewed and no discrepancies were found. Surgeon involved in revision surgery suspects there may have been an issue with technique of primary surgeon. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 32810502706 interchangeable humeral assembly for cemented use only extra small, 32810502701 pin/bushing replacement kit extra small for use with extra small humeral implants: 32-8105-27-04,06. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital did not return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and subsequently experienced loosening of implant resulting in significant humeral bone loss. Now the patient was revised due to loosening eight (8) years one (1) month post implantation. Revising surgeon indicates the contributing factor may be the technique of primary implantation surgeon. No additional information is made available.